Event description:
The svc report shows that while performing a routine preventative maintenance svc, the customer support engineer noticed the customer support engineer noticed the volume on the audible alarm to low. The cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing.